Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (screen blank or black) was isolated to a segmentation fault on the intermittent bga connection of ram chips u100 and u101. Ca board will be replaced. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's lcd display screen was blank/black.